Event description:
The patient was having spine surgery and a esophageal temperature probe was being used. During the operation the patient's temperature was noted to be 39.3. There were no vital sign changes and the patient did not appear to have a fever. An arterial line was placed and labs were drawn. It was finally determined that the temperature probe had malfunctioned.